Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) had battery failure while on patient. No indication of actual or potential harm or injury.

Manufacturer narrative:
Corrected field: h11. After further investigation, it was identified that this complaint event has been reported already under mfg report number 2249723-2025-0001784. Please refer to mfg report number 2249723-2025-0001784 for all information for this complaint event. Please cancel mfg report in your database."

Event description:
N/a

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. The complaint was created in error, there was no reported customer dissatisfaction related to this event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel mfg report number: 2249723-2025-0001909 in your database.

Event description:
N/a.